Event description:
During a total hip replacement, an articulating blade holder, attached to a retractor system with a retractor blade in place, did not function when the surgeon was attempting to begin using it. When he was adjusting the retraction using the turn-key (wheel) he realized there was no response/grip. At that point, he became aware that the device had disassembled (come apart). Routine post operative total hip x-ray coincidentally showed no device parts in pt. All device parts were accounted for. There was no pt's injury, no special post operative measures taken beyond standard operating practice for this type of surgery. Surgeon rarely uses this device. Last time was one year ago.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.